Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the bed was raised up by patient and then just fell back down, provider went out to evaluate the bed and noticed the hitch pin is bent into the pull tube on the head section and will not come out.